Event description:
The facility reported "the tubing of infusion was drilled, it was observed a leakage so they have changed the tubes." The manufacturer received one used sample for investigation. During the visual inspection the manufacturer found a leakage between the silicone tube an the rotation clamp base. It was identified that there is a hole in the silicone tube near the tube connection. The received complaint sample was forwarded to our production facility for further investigations. They performed visual inspections on all retain samples and a free flow and tightness test on one retain sample of the complaint batch without finding any non-conformity. The investigation of the production documents did not show any deviations related to the complaint reason. Based on the investigation results, a root cause could not be determined. Due to occasionally receiving complaints concerning the same error pattern an internal corrective and preventive actions process was initiated to avoid this error in the future.